Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the surgical staff noticed on removal of the trocar that the balloon was torn. They were unsure if the balloon is intact and only torn, or if some pieces of the balloon or membrane fell into the patient's surgical cavity. No patient injury reported.